Event description:
It was reported to philips that the system failed to startup. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not starting up. Review of the log files shows malfunction of host pc did not startup. Upon troubleshooting fse found that the system stuck at zero, most likely due to the fuses in the m-cabinet. The defective parts were returned for analysis, for host-pc, malfunction was observed, most likely cause is ¿empty battery or disk bay¿. To resolve the issue, fse consumed the spare fuses in m-cabinet. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the spare fuses in m-cabinet, which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After replacement, the system returned to use in good working order.